Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation, and the complaint investigation. Please see updates to d8, e3, h3, h4, h6, and h11. Olympus reviewed the customer provided cds processes, and no obvious deviations from the IFU (instruction for use) was identified. Olympus provided the following results of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: <1cfu. Bacterial identification: n/a. The device was evaluated, and no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the ultrasound gastrovideoscope tested positive for 8 colony forming units (cfus) of staphylococcus and 1 microorganism non identifiable. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.